Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 3 of 4 on the homechoice. The home patient (hp) and the bags were connected at the time of the alarm. The technical service representative (tsr) had hp close all clamps, cycle power off and on. The alarm cleared. The cause of the alarm was undetermined. The tsr advised hp to let registered nurse (rn) know of air detect alarm. Proper procedures were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.